Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that this patient was admitted with severe right-sided, lower back and chest pain and supratherapeutic international normalized ratio (inr). The site reported that there was no obvious cause for the increase in inr and that the patient had previously been stable. The inr was reversed. On the (B)(6) the patient was transferred to another facility, still suffering from an undetermined caused of lower back and chest pain. On (B)(6) the inr increased to supratherapeutic levels again and the patient experienced rapid central nervous system deterioration. CT brain scan revealed extensive subarachnoid hemorrhage. Treatment was withdrawn on (B)(6) 2015 and the patient expired. Cause of death remains unknown. Investigation is ongoing.

Manufacturer narrative:
It was reported from australia that this patient was admitted with severe right-sided, lower back and chest pain and supratherapeutic international normalized ratio (inr). The site reported that there was no obvious cause for the increase in inr and that the patient had previously been stable. The inr was reversed. On (B)(6) the patient was transferred to another facility, still suffering from an undetermined caused of lower back and chest pain. On (B)(6) 2015 the inr increased to supratherapeutic levels again and the patient experienced rapid central nervous system deterioration. CT brain scan revealed extensive subarachnoid hemorrhage. Treatment was withdrawn on (B)(6) 2015 and the patient expired. Clinical factors that may have contributed to the patient's outcome related to the event include the patient's supratherapeutic inr and comorbidities. The root cause of the reported event cannot be conclusively determined; however, the most likely root cause was the patient's uncontrolled anticoagulation therapy, and comorbities. Patient, procedural, and pharmacological factors may have contributed to this event. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke after further review of additional information received the following sections have been updated accordingly: heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.